Event description:
It was reported that the integrated bed exit detection of the bed would allegedly trigger at random time and might not trigger on patient outing. There was no injury related to the event.